Event description:
IV pump with 60ml syringe of intralipids. Alaris infusion pump set up with volume to be infused and rate. Started infusion. Noticed syringe with 15 cc's left. Immediately turned off pump. Triglyceride levels decreased significantly.